Manufacturer narrative:
This report is being filed on an international product, list number 2k91-24 that has a similar product distributed in the us, list number 2k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated architect ca19-9xr generated from an architect i2000sr analyzer and reported the following data for 1 patient. (Customer normal value is < 37 u/ml). On (B)(6) 2021, result was 23,000. On (B)(6) 2022, result was 40,000. On (B)(6) 2022, result was > 12,000. On (B)(6) 2023, sample from (B)(6) 2022, was re-run and generated a result of 41,000. On (B)(6) 2023, sample generated a negative result from the roche platform (objective value not provided). On (B)(6) 2023, sample (B)(6) had a result of 41,000 . Heterophilic blocking tube (hbt) testing generated a result of 2500. It was confirmed that the patient has not been diagnosed with pancreatic cancer, and the customer reported that no actual pathology has been diagnosed after multiple examinations and tests. The customer reported that the following unnecessary procedures and tests were performed: multiple colonoscopy and endoscopy with general anesthesia, MRI, and CT scan. It was unknown if diagnostic imaging (CT and MRI) was performed with use of IV contrast. There was no reported patient harm.

Manufacturer narrative:
The complaint investigation regarding false elevated result of architect ca19-9xr reagent lot 45170fp00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Ticket search by lot 45170fp00 concluded there has not been an increase in complaint activity. Ticket and trending review for the architect ca19-9xr reagent did not identify any related trends. Device history record review did not identify any potential non-conformances, deviations, or non-conformance associated with lot 45170fp00. The overall performance of the architect ca19-9xr reagent was reviewed using field data from customers worldwide. The review of field data determined the median result for lot 45170fp00 is within the established control limits, indicating no unusual reagent lot performance was identified. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the investigation, no systemic issue or deficiency with the architect ca19-9xr reagent lot 45170fp00 was identified and the architect ca19-9xr assay was not used per the intended use of aiding in the management of pancreatic cancer patients as the patient from the customer reported event was not diagnosed with pancreatic cancer.

Event description:
The customer reported falsely elevated architect ca19-9xr generated from an architect i2000sr analyzer and reported the following data for 1 patient. (Customer normal value is < 37 u/ml) on (B)(6) 2021, result was 23,000 on (B)(6) 2022, result was 40,000 on (B)(6) 2022, result was > 12,000 on (B)(6) 2023, sample from (B)(6) 2022, was re-run and generated a result of 41,000 on (B)(6) 2023, sample generated a negative result from the roche platform (objective value not provided) on (B)(6) 2023, sample ID (B)(6) had a result of 41,000 heterophilic blocking tube (hbt) testing generated a result of 2500 it was confirmed that the patient has not been diagnosed with pancreatic cancer, and the customer reported that no actual pathology has been diagnosed after multiple examinations and tests. The customer reported that the following unnecessary procedures and tests were performed: multiple colonoscopy and endoscopy with general anesthesia, MRI, and CT scan. It was unknown if diagnostic imaging (CT and MRI) was performed with use of IV contrast. There was no reported patient harm.